Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when using the evis exera iii xenon light source an e101 temperature error code was received. The unit was running hot. There were no reports of patient harm. No further information was provided by the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During communication with the facility, the customer reported that the lamp was replaced with a third party lamp. The customer also reported that the vents were dirty. The customer was advised to clean the vents to allow air to circulate. The customer was also advised that the third party lamp was not compantible and to purchase the maj-1817 for this unit. There was no further communication with the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.